Event description:
During her cicu stay, the patient had been started on enteral feeds, however, on postoperative day #18 after the norwood operation, there was concern for necrotizing enterocolitis (nec) due to blood found in the stool. She was made n.p.o. And started on total parenteral nutrition. Triple antibiotic coverage was initiated for seven days. Feedings were then gradually reintroduced. At the same time, a rise in white blood cells prompted a septic workup. The urine was positive for e. Coli and blood for streptococcus viridans. The patient was transferred to the surgical floor on postoperative day #19 from the norwood, where she remained for another two weeks. She received her full course of antibiotics and was titrated off of total parental nutrition and transitioned to enteral feeds. She underwent a bidirectional glenn operation in 2005. On postoperative day #20 status post bidirectional glenn procedure and bilateral pulmonary artery reconstruction with removal of pulmonary artery stents, she had a chest tube placed in her left pleural space that revealed a significant chylous effusion which continues to drain overnight. She had a PICC line placed in her left upper extremity and had an incision and drainage of her sternal wound. Pus was noted from the wound and was sent for culture and grew enterobacter cloacae. She was treated medically with zosyn and a wound-vac was placed, and the infection eventually resolved.